Event description:
Reportable based on analysis completed on 30 september 2013. It was reported that a crossing difficulty and shaft kink occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous unspecified coronary vessel. The 1.20mm x 8mm emerge balloon catheter was advanced to the lesion but was unable to cross. A shaft kink was noted after removing the device from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed hypotube broken.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter with a shelf box and carrier tube (hoop). The batch number on the returned packaging matched the reported batch number. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was tightly folded. The hypotube separation was 23.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).